Manufacturer narrative:
The device has not been returned. If this device gets returned, it will be analyzed.

Event description:
Boston scientific received information that this pacemaker reached end of life (eol) battery status. In (B)(6), the battery remaining showed 2.0 years, therefore eol status was unexpected. It was reported that the patient was being worked up for chronic obstructive pulmonary disease due to the device pacing at vvi 50 ppm. The pacemaker was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.